Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.

Event description:
Patient was admitted for a revision of a loose femoral component. During the procedure the component was reported to be broken. (B)(4).